Event description:
It was reported that noise triggered the lead integrity alert (lia). The lead is remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.